Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 497-498 mg/dl; cause was not known. Customer administered a manual injection and delivered a correction bolus via pump to address bg level. Customer's bg level decreased to 251 mg/dl at time of hospital arrival. The customer was admitted into the emergency room and no treatment was required. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.